Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. (B)(4). A beckman coulter field service engineer (fse) was dispatched to assess system performance. The fse inspected the analytical module and noted tears in the incubator belt; fse replaced the incubator belt. Fse also cleaned analytical unit, replaced bearings, pinch rollers and mixer belt. Fse then verified alignments and primed the system. Fse then performed high sensitivity system check, 15 replicate precision run and quality control, all which returned acceptable results. In conclusion, the cause of this non-reproducible elevated troponin I result is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported that a non-reproducible elevated troponin I (access accutni+3, part number a98143 and lot number 921941) result had been generated on the customer's access 2 immunoassay system (part number 81600n and serial number (B)(4)) for one patient sample. Customer could not provide exact date or time of event. The initial elevated troponin I result of 0.2 ng/ml was released from the laboratory. The customer reanalyzed the sample on the same access 2 immunoassay system and obtained a "negative" (numerical value not provided) result. The customer did not provide a normal reference range. There was a report of change to patient care of treatment which occurred in connection with this event. The patient was administered medication (medication and dose unknown). No further information regarding patient treatment was provided. System performance indicators such as system, check, calibration and quality control were performing within specifications at the time of the event. Sample was collected in a lithium heparin gel tube and centrifuged for 3 minutes at 3500 rpm. Customer noted sample to be clear. No other sample collection or processing information was provided.